Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector would not flush due to blockage. The following information was provided by the initial reporter: "lumen with blue clamp of trifurcate tubing will not flush."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # 4900240000-2022-8086. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. Customer reported that the tubing will not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 and lot number 21105555 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received a root cause could not be determined.

Event description:
It was reported that the bd maxzero¿ multi-fuse extension set with needleless connector would not flush due to blockage. The following information was provided by the initial reporter: "lumen with blue clamp of trifurcate tubing will not flush."